Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review. Where lot number were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the info provided. Should additional info become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's ref number of this file is (B)(4).

Event description:
It was reported that trial stem was well placed and confirmed with intraoperative x-rays. Then, the wagner sl revision 17mm was implanted and was not engaged and was thereof immediately explanted. Finally the preparation was made for an 18mm stem which was then successfully implanted. Due to the intraoperative change of the stem surgery was delayed for 10 minutes.